Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, the blender delivery is out of specification. The customer stated there was no patient associated with this event.

Manufacturer narrative:
The vyaire factory service department received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was isolated to the regulator/relay balance out of specification.